Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally put the pump into storage mode. Tandem technical support guided the customer through turning the pump back on. Customer had elevated blood glucose levels (419 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels.